Event description:
Caller reported an incident in which father's advantage system gave a blood glucose result of 180 mg/dl at 5:15 pm. At 6:00 pm, the caller noted his father display symptoms of hypoglycemia. Paramedics were called, arrived at 6:20 pm, tested customer's blood glucose at 31 mg/dl, treated him with an IV. Paramedics retested after five minutes, result was 217 mg/dl. Customer was reported to feel fine subsequently. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined. (B)(4): strips not available for return.